Event description:
It was reported that a patient had an increase in seizures and an increase in seizure duration prior to having generator replacement surgery. The patient's seizure frequency prior to the increase was 3 seizures per 2 weeks. The physician was unable to determine if the seizures were worse than before the patient had vns because they had only seen the patient since after her vns was implanted. The physician believed that the increased seizures was due to the generator battery depleting. The physician reported that the generator was at end of service, but it was verified that the device was at ifi = yes during the generator replacement surgery on (B)(6) 2016. The generator was received on (B)(6) 2016. Analysis has not been completed to date. Attempts for further information were unsuccessful to date.

Event description:
Analysis was completed on 02/11/2016 and confirmed the ifi = yes condition of the generator. There were no anomalies identified with the generator. Attempts for further information were unsuccessful to date.

Event description:
The patient's pre-vns seizure frequency baseline was 2-3 seizures per 6 weeks, so the increase in seizures was above their pre-vns baseline.